Manufacturer narrative:
Date sent to the FDA: 4/19/2022.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2011 during which the surgeon noted ¿an indirect inguinal hernia was exposed and was adherent to the preperitoneal portion of the mesh. The mesh appeared to be situated medial relative to the hernia sac.¿ it was reported that the patient experienced severe pain and inflammation. No additional information was provided.